Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). A visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. A functional test was performed. The device passes the self-test. When the door was open, it could be found out that the hinge cover was turned around, which slightly blocked the door to open softly. After turning the hinge cover back in position, it was possible to open the door properly. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analysed. According to the informed day of occurrence, no therapy could be found in the history files. The last possible therapy was on the (B)(6) 2021. At 07:17 am a space line neutrapur was inserted into the device. The vtbi (360ml) and rate (360ml/h) were set. The device calculated a time of 1 hour. After one short start (2 seconds) the infusion finally started at 07:21 am and infused for one hour until the infusion was stopped. Infused volume was 360,91ml (0,91ml because of the kvo mode with was active for about 18 minutes). The following infusion also finished as expected. The vtbi of 60 ml was set and it finished with an infused volume of 60,49 ml (0.49 kvo mode). The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,77%. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: "500ml infusion started at 6:15am on 05.01.21 at rate of 89ml/hr, at 8:30am there was about 100ml left to be infused". The reporter returned the pump s/n (B)(4) (ipmp010) to the b. Braun technical services workshop for repair and asked that the flow rate be checked and asked in relation to the above described issue if the pump was over infusing. Additional information received from the reporter: a paediatric staff nurse was using the pump in paediatrics. There was no patient injury or harm".